Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by email that the patient was reporting she passed out because she gave to much insulin. According to the report the g7 egv was 256 mg/dl and the bg was 170 mg/dl at an unspecified moment during the event. According to the report, the was no medical intervention stated and as per the patient, she stayed home after the incident. The patient's glycemic state at the moment of loc was not specified nor clarified. According to the report, the patient passed out, bumped her head, and her arm got scraped. The patient only used neosporin for her scrapes no additional medication taken as the stayed home after the incident. At the time of the report, the scrapes had fully healed and the patient was better. An attempt by cca to contact the patient by phone to clarify the episode was not successful on (B)(6) 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.